Manufacturer narrative:
Code "other" was selected as the medical device was discarded at facility. Return not possible. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
On (B)(6) 2023, this patient underwent an emergency endovascular treatment for an aortic impending rupture due to a type b aortic dissection (ulp type), using gore® tag® conformable thoracic stent grafts with active control system (ctag acs) and a gore® dryseal flex introducer sheath (dsf). The patient had severe calcification in the external iliac arteries and common femoral arteries. Therefore, the sheath was accessed from the right external iliac artery. Two ctag acs were placed. When the proximal ctag ac was deployed, it moved distally approximately 5 mm. In the initial plan, the proximal device was to be placed in zone 2 and a bypass was to be constructed; however, as the device moved distally, the plan was changed to zone 3 placement. The bypass was not created and a bare-metal stent was additionally implanted in the left subclavian artery. No other problem was found during device placement. When the sheath was upon withdrawing of the dsf sheath, blood flow in the right external iliac artery decreased. A localized dissection was found near the access site. For treatment, a bare-metal stent was additionally placed in the right external iliac artery. The patient tolerated the procedure.